Event description:
It was reported that during a lead revision that the physician was unable to fully insert the new leads into the header of the pacemaker (pm). Silicone oil was used, and ports were flushed without any improvement. The physician elected to complete the procedure with a different pm. The patient was stable following the procedure.

Manufacturer narrative:
The reported event of connection problem/unable to insert the lead was confirmed. The device was above elective replacement indicator (eri) level upon receipt. Visual inspection of the header found the front seal from the lead left inside the ventricular port during the explant procedure which prevented the ventricular lead from being fully inserted in the port. After removing the new lead protection from the port, the leads were inserted and removed normally with normal force. Electrical, and mechanical analysis was performed and the results indicated normal functionality. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.